Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via a medwatch from the user facility that a spectrum iq pump was not delivering the full volume of fluids during patient infusion (medication, dose, programmed amount and delivery rate unknown). The pump was indicating the programmed amount infused yet there was still volume left in the bag. Reprogramming was required in order to infuse the remaining volume. There was no known patient injury or medical intervention associated with this event. No additional information is available.